Event description:
It was reported that the user experienced episodes of high blood glucose and an occlusion alarm while using the insulin infusion system, after which he removed the device and reverted to another pump due to preference for a 30-degree infusion set not offered with the device. Symptoms included hyperglycemia. Outcomes included interruption of device use. Investigation included troubleshooting with the user and education on device use. Investigation of this case revealed an insulin delivery occlusion was reported, though the cause of the hyperglycemia remained unclear. It was concluded that the cause of the hyperglycemia was unknown. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.